Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva ID 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 315.7 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 3 mm and appeared in good condition. The light from the sma connector was distorted, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the light from the sma connector was distorted, indicating a fracture within the fiber connector, leading to the failure to fire. It is likely that procedural handling of the fiber setup or use contributed to the fiber connector fracture. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva ID 200 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2021. The laser unit used was a moses console. During procedure, the laser fiber did not work once plugged in. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.